Event description:
It was reported per call report that biomed technician stated they currently have two pumps down. One pump is "being worked on." Second pump was just brought to department and staff reported that while on patient pump shut down, screen went blank & did not come back up. They did get a "control panel error" message during this episode. Biomed tech plugged in pump & when he turned it on, pump screen came up. However, he got a message pump was running in battery mode. He stated green light on front of pump was on, indicating there was wall power to pump. Clinical support specialist (css) explained she was clinical on-call & would need to have field service representative assist him with this call. Css asked if staff had been trying to press two keys on control head at same time when they got "control panel error." Biomed tech did not know. Css explained her experience with two keys being pressed at the same time; however, she did not have an explanation for operating on battery issue.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.